Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal morphine (20 mg/ml at unknown dose), baclofen (25 mcg/ml at unknown dose), and clonidine (1000 mcg/ml at unknown dose) via an implanted pump for intractable spasticity. It was reported that the patient had a pocket revision done today due tot he patient experiencing pain at the pocket site. It was noted that the "system was working perfectly fine". The caller stated that with a previous pump they had used a mesh pouch and they believe some of the mesh was left so the hcp removed some that had scarred in. The hcp aspirated the catheter during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the hcp following up the patient closely. However, the issue was not resolved. It was noted that the issue was only the pain at the pocket site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.